Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was a hole present in the curved rubber section of the subject device. Additionally, the adhesive part at the distal tip was peeling and forming a gap. There was an air/water leak present at the switch rubber. The forceps raising pipe was deformed and therefore could not have any liquid sent through it. The ultrasonic image had abnormal sensitivity. The ultrasonic probe had superficial damage present. There was a crack on the operation part of the grip. The internal blade was also found damaged and compromised. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that following the completion of a procedure, he noted that his evis exera ii ultrasound gastrovideoscope had a pinhole in the bending sheath. There was no patient harm as a result of this event. During the device evaluation, it was discovered that the adhesive on the tip was peeling and forming a gap. This report is being submitted to capture the peeling adhesive noted during the evaluation.